Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, an 80-year-old man with an impella device in place was noted to have oozing at the vascular access site after the fourteen french sheath was removed and repositioning was attempted. Due to persistent oozing, the physician elected to remove the sheath and proceed with placement of an 18 french dry seal sheath. No additional clinical information was provided. During attempted trial wean of rp under echo in the morning of (B)(6) 2025, patient's blood pressure dropped. Right ventricle still with poor function and continuous renal replacement therapy (crrt) was started. Additionally, the care was withdrawn and the patient passed away. Death will be coded conservatively for both impella rp and cp.